Event description:
The customer reported that the insulin pump had a blank display and motor error alarm. Troubleshooting was performed. The battery was changed, but the display still was blank. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display. Problem isolated to the interface board. Further testing was not performed due to the blank display.